Event description:
Customer reported that a pt presented with surgical site redness and red purulent drainage one week following a mole excision. The skin sutures were removed per protocol at that time. The pt was prescribed an antibiotic regimen for 10 days. The event is reported as resolved.

Manufacturer narrative:
Infection occurred - conclusion: a review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.